Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6 )2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter had been disconnected from her pump previously. The timeframe and additional event details were not provided. The patient was noted as receiving therapy for spasticity (itb ¿ intrathecal baclofen). It was later reported that the device system was used to deliver gablofen. At the time of the event, other medications the patient was taking included oral baclofen. Symptoms the patient experienced consisted of stiffness. The catheter issue was reported as a disconnect, at the pump/catheter connection. Via x-ray, the catheter issue was identified on (B)(6) 2013. Surgical intervention, a revision, then occurred on (B)(6) 2014. It was noted there were catheter segments left in the intrathecal space however no information was provided to indicate this was unintentional. No additional actions or interventions were taken as a result of the catheter issue. The patient recovered without permanent impairment. Additional information has been requested, but was not available as of the date of this report.